Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the piston on the insulin pump was not moving up during priming. The customer started the process over again and it primed successfully. No alarms were received. Customer did not recall blood glucose at the time of the event. Troubleshooting was declined as the issue had resolved by itself. Nothing further reported.